Event description:
On (B)(6) 2026, it was reported that the patient faced issue with tape was not sticking while swimming. As patient was having low blood glucose and patient got treated with syrup.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).